Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent stenting of the pre-dilated proximal lad with a xience v stent. In 2009, the pt experienced angina with left axillary and left arm pain. The pt was hospitalized and a functional stress test was positive for ischemia. Diagnostic coronary angiography revealed >=70% and <100% in-stent restenosis within the study stent. At about 5 days later, the stenosis was treated with balloon angioplasty and implantation of another company's device . There is no additional information available.

Manufacturer narrative:
Angina, ischemia, and restenosis, as listed in the xience v IFU, are known adverse events associated with coronary stenting. These pt effects, along with hospitalization are listed in risk assessment as no-fault post-procedure complications. There was no reported product malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality deficiency. It is possible that the angina and ischemia are secondary effects of the restenosis, in which the pt was reportedly hospitalized, and treated with balloon angioplasty and implantation of a competitors stent.